Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio/vibrate anomaly and error 63 in history file.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose level was 96 mg/dl. Customer reported that they did not hear beeps when audio volume settings were saved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.